Manufacturer narrative:
(B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unspecified quantity of clearlink system continu-flo solution sets was dull. This made it difficult to spike the intravenous immunoglobulin (ivig) bottle and resulted in the stopper being pushed into the bottle and the sets unusable. It was further reported micro bubbles were observed in the sets. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.